Event description:
It was reported of a device cassette error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, operator of device is unknown, no information provided to date. Health effect and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a torn down stream occlusion (dso) seal and missing stabilizer in battery compartment. Functional testing found the customer's reported problem was duplicated. Pump failed calibration and alarmed "cassette not attached" during priming. Recommend replacing dso sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).